Event description:
It was reported that (2) tlc75 were used during a gastric bypass procedure. It was reported by the rep that on the first device, the staples and knife would not advance. The second device did the same thing. A 3rd device was used to complete the case. There was no consequence to the pt.